Manufacturer narrative:
Technician found foreign material contamination. Technician removed siderail and cleaned center arm latching mechanism to resolve.

Event description:
Technician alleged left foot siderail not latching.